Manufacturer narrative:
MFR ref no: (B)(4). The device was returned and evaluated by baxter. The identified system error 105 was confirmed through initial testing and the event history log, but upon add'l testing it could not be reproduced. The eval found severed motor mount screws which is a known contributor to the reported symptom. The motor assembly and mount screws were replaced to correct this condition.

Event description:
During baxter's functionality testing it was found that a spectrum pump was alarming system error 105. There was no pt involvement.